Manufacturer narrative:
Batch review performed on 13 november 2018: lot: 171791: (B)(4) items manufactured and released on 31 july 2017. Expiration date: 2022-07-18. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants revised: gmk-sphere 02.12.0210fl tibial insert fixed sphere flex #2/10 mm l, lot: 178736: (B)(4) items manufactured and released on 06 march 2018. Expiration date: 2023-02-20. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1202l tibial tray fixed cemented # 2 l, lot: 177216: (B)(4) items manufactured and released on 27 february 2018. Expiration date: 2023-02-05. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing # 2, lot: 176699: (B)(4) items manufactured and released on 01 march 2018. Expiration date: 2023-02-13. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that the patient had come in due to signs of infection and the surgeon had removed all medacta hardware at an unknown date. The pathogen was confirmed as (B)(6). On (B)(6) 2018 the surgeon revised the spacer and implanted permanent hardware (5 months after the primary).